Manufacturer narrative:
(B)(6).

Event description:
Via email, the customer requested a replacement speaker assembly for the intellivue x3. No information was provided whether sound was still coming from the device. It is unknown whether the device was in use monitoring a patient at the time of the reported event. No death or patient/user injury or harm was reported.